Event description:
This is to inform you that ge healthcare received a complaint from (B)(6) where a patient death was reported. After further clarifications with the customer, it was confirmed that a malfunction of a carefusion vela? Ventilator which is not manufactured, imported, or distributed by ge healthcare, may have caused or contributed to the reported adverse event. This product is owned by carefusion. Ge healthcare medical system functioned per ge healthcare specification and no system malfunction was reported. Please see the complaint information below for additional details: customer name: (B)(6) hospital. Customer address: (B)(6). Customer phone number: (B)(6). Product name: carefusion vela? Ventilator a carefusion vela? Ventilator connected to a nurse call system, failed to alarm while actively monitoring a patient. The patient died. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).